Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was low. The customer reported that his wife is on a pump and her blood glucose was 365mg/dl. Customer started they checked the pump and it was out of insulin. Customer started he changed it and then gave her a piece of bread with honey and then he woke up to her not responding. Customer stated he dropped some fanta in her and it took her about an hour to come back and when he took the blood glucose, she was 50mg/dl. The insulin pump will not be returned for analysis.